Event description:
In this event it is reported that unk vdw broke during use. The outcome of this event is unknown as of this MDR. Further information is being requested.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Manufacturer narrative:
No product (file as well as device) available for investigation as well as no lot/serial number. Therefore, no investigation possible. Complaint will be reopened if suspect product or investigation result arrives per 8000-sop-038. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.